Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and noise on the rv lead pace/sense conductor causing inappropriate arrhythmia detection. It was also reported by the patient that "my lead that is suppose to shock my heart had a fracture and was replaced last week." It was further reported that the patient was admitted to the hospital due to lead integrity alert (lia) tripping. The rv lead had elevated short interval counter (sic) and non sustained events showing noise. Therefore the device was disabled in preparation for rv lead extraction and replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the partial lead in segments was returned and analyze and analysis revealed the distal conductor was fractured. The defibrillation conductor was distorted, there was blood/body fluid (not obstructed) on several conductors and blood/body fluid on the outer tubing overlay. The inner tubing was kinked/buckled and the outer tubing overlay was melted and had a breached cut. There was a cosmetic depression on the outer insulation. There was blood in/on the helix mechanism sleeve head and on the helix mechanism itself and the lead was flexed within 5 cm of the anchoring sleeve.